Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the charger/modem was displaying a charger fault. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. As received, the charger was unable to charge a battery pack. Upon investigation, the q1 transistor was shorted in the battery circuit on the bedside board and there was contamination on the battery board contacts. The cause of the improperly functioning charger/modem is the shorted q1 current controlling transistor and the contamination. The root cause for the shorted transistor and contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the damaged transistor or contamination. The pt received a replacement charger/modem.